Event description:
It was reported that the patient presented in clinic. It was noted that the patient's right ventricular (rv) lead exhibited high pacing impedance which had been gradually increasing. Furthermore, it was noted that the lead exhibited high capture thresholds and through an x-ray it was seen that there was a kink on the lead as well. The physician elected to explant the lead on (B)(6) 2021 since the patient had an improved cardiac status and no longer needed support. The patient was in stable condition.